Manufacturer narrative:
Date of event: the reported event year is 2021. The biosense webster, inc. Product analysis lab received the device on 4/8/2021. The device evaluation was completed on 6/3/2021. Visual analysis of the returned catheter revealed a reddish material inside and a hole in the pebax of the thermocool¿ smart touch¿ sf bi-directional navigation catheter (stsf). Magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found,. It was determined that the root cause was an internal failure of the sensor. The damage observed on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured according to procedures. It could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The force issue was unable to be duplicated during the product investigation. A manufacturing record evaluation was performed for the finished device with lot number 30494829l, and no internal actions related to the reported complaint condition were identified. As part of bwis quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. On the other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax. Initially, it was reported that the contact force sensor of the stsf catheter seems to be defective. No force values were displayed. The catheter was replaced and the issue was resolved. No adverse patient consequences were reported. The force issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on (B)(6) 2021 that there was a reddish material inside and a hole in the pebax. The hole on the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2021.